Event description:
Initial report: this spontaneous non-serious case from (B) (6) was reported by a nurse via company rep to our local affiliate (B) (4). On an unk date, the pt commenced therapy with poly-l-lactic acid (sculptra) indication and dosage not provided. On an unk date the pt developed a lump on each temple. The lumps occurred six to seven months after poly-l-lactic acid was administered. The lumps are persisting. It is unk if any corrective treatment was given. The reporter did not provide a causal assessment. A pharmaceutical technical complaint (ptc) was initiated. (B) (4), (B) (4). Add'l info received on 08-jan-2010 as ptc results: this non-serious case, after medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. The ptc results revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B) (4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation. Conclusion: no faults detectable.